Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings: during investigation, evidence of contamination was found under the down arrow and contrast key contacts. Additionally, the up arrow and contrast keypad button symbols were worn off the pump, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on 09/23/2013. There was no adverse event associated with this complaint.